Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material on several of the following parts of the scope: air water cylinder, air water tube, jet tube, nozzle, connecting tube, light guide lens and the objective lens. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: flexibility adjustment ring had a scratch, the air water cylinder and the suction cylinder had no color, due to a pinhole on the bending cover section, water tightness was lost, due to dirt on the light guide lens, illumination was uneven, due to wear of angle wire, the play of the up down knob was out of the standard value, due to breakage of the light guide bundle, illumination was poor; the following had discoloration: control unit, grip, switch box, right left and up down knob and the universal cord; and the following had corrosion due to water leakage: plug unit, circuit board unit in suction connector, scope connector case unit and the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had bowden cables that were worn out. The issue occurred during an unknown procedure. During evaluation, the following reportable issue was found: white foreign material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel, air/water cylinder auxiliary water channel, nozzle, insertion tube, lg-lens, and objective lens could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.